Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any defects with the set. A functional under water leak test was performed with satisfactory results. The set was then tested with an in-house pump and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access administration set would not prime. The customer reported that there was irregular flow when attempting to prime the line. There was no patient involvement. No additional information is available.